Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, suffered right side rupture post-operatively. The patient also reported having pain and bumps in between her chest wall due to pleural effusion (has had her lungs drained twice and there are nodules in the pleural space). As a result, the patient underwent implant explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 10/11/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).